Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The tech found the trend and hi/low limit switches were out of adjustment. The tech adjusted the limits to repair the bed.